Event description:
Caller reported a malfunction on pump following a software update. There was no adverse impact to the customer's blood glucose level. Customer was unable to power off pump despite multiple attempts with different chargers and adapters. Technical support provided instructions to reset pump and decided to replace it. Customer will use mdi as backup therapy until replacement arrives.